Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, episodes of oversensing due to noise that resulted in automatic mode switching was noted on the right atrial (ra) lead. Provocative testing was conducted but was unremarkable. It was suspected that the cause of the event was due to ra lead insulation damage. However, no diagnostic imaging was conducted to confirm the supposition. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.